Event description:
It was reported the device was found inoperative during preventative maintenance inspection. The menu display was "dead". The device shuts off if a button is pressed. The device was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the battery returned with the device measured 6.13v with no load, this is not sufficient for the device to function properly.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.